Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the right stimulator sticks out and is easy to find. The left stimulator she said, must have been implanted too deep so it is hard to find. The time before that one of these things read 100% one of them read 0. The patient was able to finally connect to the left side. We confirmed both left and right side therapy was on. Patient wanted to know if anything could be done about being able to connect to left stimulator easier. The only option was probably to have surgery to reposition the stimulator. The patient was redirected to their doctor. Patient called back in regards to a continuation of what was documented in this case. Patient said they were worried about why their programmers were at 100% and said they charge them every week and power them off completely between uses but powered them up a week prior. Patient was unsure if 100% meant the charge on the programmer. Patient was unsure if their stimulator would be on and working without the programmers if powering them fully off after use. Reviewed information and distinction between programmer battery and ins battery and helped patient connect to each ins to confirm inss were on. Confirmed therapy was turned on with both ins and reviewed powering off external devices.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.